Event description:
It was reported that pump displayed malfunction code 12 on several occasions, and caller reset pump independently before contacting technical support. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.